Event description:
Boston scientific crm received info that one day post implant this right atrial lead had dislodged, and of which was verified through x-ray and capture measurements. During the revision procedure, the repositioning was unsuccessful and the ra lead was explanted and replaced. To date, no adverse pt effects were reported.